Event description:
The facility submitted a FDA medwatch form 3500a on 09 april 2010. The facility reported that on 07 april 2010, as50 infusion pump was that administering an epinephrine drip failed. The event occurred during patient infusion and therapy was interrupted. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the availability of the device is unknown at this time. An additional medwatch report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4).the device is not available to baxter for evaluation.

Event description:
A customer's family member reported the customer was getting "erratic" readings, however, only one reading of 70 mg/dl was reported. The caller stated that on (B)(6) 2010 at 11:00 pm, the caregiver obtained a reading of 70 mg/dl on their freestyel freedom lite meter as the customer was experiencing foaming at the mouth, diaphoresis and chills with subsequent loss of consciousness. The caller further reported the paramedics were called, tested his blood sugar ( the reading is unknown) and treated customer with an intravenous infusion of unknown type to bring his blood sugar back up. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.